Event description:
This report is to advise of an event observed during analysis confirming exposed and frayed wires of the power cord.

Manufacturer narrative:
Upon visual inspection technician noticed that the returned power cord sustained physical damaged at the connector end. The reported event of a "broken power cord" is confirmed due to physical damage. The cause of the damage could not conclusively be determined. The power cord was replaced.